Event description:
Healthcare professional reported, right side "deflation. And exchange from textured to smooth implants, due to the patients concerns with the product". Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified, an opening, brown biological tissue on the shell, creases fold, wear abrasion, and brown particles in the shell. Leak test and microscopic analysis was performed which identified, a striated opening on posterior and a sharp opening on posterior. A dimension measurement in the shell was performed which identified, the thickness within specification. The fill test inspection was performed, the result is no blockage. Based on the device analysis, the final assessment is: a striated opening on posterior assessed, as surgical damage. A sharp opening on posterior assessed, as an unidentified (tear) opening.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation and exchange from textured to smooth implants due to the patient's concerns with the product.

Event description:
Healthcare professional reported right side "deflation and exchange from textured to smooth implants due to the patients concerns with the product". Device remains implanted.